Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: h3 and h6. It has been over six (6) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material inside of the air/water (aw) channel and aw cylinder, but the type of the material or root cause cannot be identified. It was presumed that the user could not perform reprocessing properly due to loss of water tightness caused by a pinhole on the biopsy channel/universal cord. Regarding the burnt plastic distal end cover, the root cause could not be specified as well however, it is possible that a high-energy endo therapy accessory (laser, high frequency, etc.) Was used without ensuring a sufficient distance from distal end. A definitive root cause cannot be determined regarding both suggested events. The event can be prevented by following the instructions for use which state: "cf-h185l/I operation manual chapter 3 preparation and inspection. Cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Cf-h185l/I series operation manual chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. Cf-h185l/I series operation manual chapter 4 operation:4.3 using endotherapy accessories." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the air/water cylinder and the air/water tube, and the plastic distal end cover has a burn. There were no reports of patient involvement.